Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and lysis of adhesions on (B)(6) 2011 and mesh was implanted. It was further reported that patient underwent recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient also underwent an excision of three chronic abdominal wall abscesses and that despite local excision of sinus tracks and long term antibiotics, the infection was unable to be eradicated. It was also reported patient underwent an excision of mesh on (B)(6) 2011 due to chronic mesh infection. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/24/2019.